Event description:
The customer obtained a non-reproducible, higher than expected vitros trop I es patient result (patient result = 0.166 ng/ml) for a single patient sample while using the vitros 5600 integrated system. Biased results of the magnitude and direction observed may lead to inappropriate physician action. The affected tropi es result was reported to the clinician, who questioned the result. A corrected report was issued based on repeat testing (repeat patient result < 0.012 ng/ml). There was no report of harm to the patient as a result of this event. (B)(4).

Manufacturer narrative:
The investigation confirmed that a non-reproducible, higher than expected vitros trop I es patient result was obtained while using the vitros 5600 analyzer. The sample involved was not processed in accordance with the tube manufacturer's recommendation. It is likely that cellular debris, due to poor sample preparation, was present in the affected samples, although this could not be confirmed. An ocd field engineer performed service actions to multiple analyzer subsystems. However, it is not suspected that the repairs and adjustments made were linked to the results in question. Performance testing demonstrated that the vitros 5600 analyzer was operating as intended before and following service. The investigation could not determine a definitive root cause. However, improper pre-analytical sample processing cannot be ruled out as a possible contributing factor. There is no evidence that the vitros 5600 analyzer or vitros trop I es reagent had malfunctioned.